Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate after loading a cartridge with 300 units of insulin. The customer's blood glucose was in the 300 (mg/dl). The customer declined to reload the cartridge at the time of the report.